Event description:
Per information provided: on (B)(6) 2007 - patient was diagnosed with right direct inguinal hernia and left direct strangulated inguinal hernia thereby underwent open repair with implant of perfix plugs (device 1, 2, 3 and 4). Per op notes, "an oblique incision was made in the groin. A large direct inguinal hernia with omentum extending down into the scrotum was identified and removed. The hernia was then reduced. An extra-large plug (device 1) was placed in the right groin and secured with sutures. A medium plug (device 2) was placed and sutured into the extra-large plug (device 1). Mesh was then placed over the repair with suture. A similar incision was made in the left groin. Extensive large direct inguinal hernia was identified. An extra-large plug (device 3) was placed and secured with suture. A medium plug (device 4) was placed and sutured to large plug (device 3) with suture." On (B)(6) 2018 - patient was diagnosed with adhesions thereby underwent open repair with excision of perfix plug (device 1 and 2). Per op notes, "a midline incision was made. Extensive adhesions were noted. Major abdominal wall debridement at the jejunostomy and gastrotomy site was taken out. Omentectomy was performed. Surgical mesh was removed from the abdominal wall. A surgical mesh (device 1 and 2) for prior repair of right inguinal hernia was excised. Primary repair of the gastrotomy site in two layers and previous jejunostomy site in two layers was performed."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard perfix plug (device 2). An additional supplemental emdr was submitted to represent the bard perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.